Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. First clip ntw (lot: 41030a3079) was advanced to the valve. When medial (m) - knob was applied the clip delivery system (cds) moved in the opposite direction as anticipated. The clip was retracted back into the sgc to ensure blue to blue alignment was achieved. However, the clip had been damaged by interaction with the distal tip of the steerable guide catheter as one of the grippers was not functioning when tested outside of the patient. A replacement mitraclip was then implanted without issue. A third ntw (lot: 50124r1105) was then chosen for implantation. During placement the clip became stuck in the chordae for 10-15 minutes, resulting in a chordal rupture. Then, during deployment, the clip delivery system (cds) was unable to separate from the clip. Troubleshooting was performed per IFU but was unsuccessful. It was decided to manually access the gripper lines. When unscrewing the first gripper cap, the clip then separated from the cds. The cds was then able to be removed normally without accessing gripper lines. When the cds was removed, it was observed that one of the gripper lines had failed to separate from the clip. The gripper line was then manually removed by cutting, leaving a small part of it still attached to the clip. A third xtw (lot: 41115r1069) was then attempted to be implanted, but there was significant chordal interaction and posterior leaflet damage and more chordal damage occurred. The clip was caught in the chordae and could not be removed. After deployment of the clip, the clip was observed to have detached from posterior leaflet (single leaflet device attachment (slda)). An additional clip was placed to stabilize the slda. An additional clip was then implanted. A total of five mitraclips were implanted however, the mr remained unchanged.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, a cause for the reported entrapment of device as the clip caught on chordae could not be determined. The reported single leaflet device attachment (slda) was likely due to procedural complications. The reported mitral valve insufficiency/ regurgitation and unspecified tissue injury were cascading effects of slda. Unexpected medical interventions were a result of case-specific circumstances as additional clip was implanted to stabilize the slda and additional clip was implanted. The reported patient effects of tissue injury and mitral valve insufficiency/ regurgitation are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. First clip ntw (lot: 41030a3079) was advanced to the valve. When medial (m) - knob was applied the clip delivery system (cds) moved in the opposite direction as anticipated. The clip was retracted back into the sgc to ensure blue to blue alignment was achieved. However, the clip had been damaged by interaction with the distal tip of the steerable guide catheter as one of the grippers was not functioning when tested outside of the patient. A replacement mitraclip was then implanted without issue. A third ntw (lot: 50124r1105) was then chosen for implantation. During placement the clip became stuck in the chordae for 10-15 minutes, resulting in a chordal rupture. Then, during deployment, the clip delivery system (cds) was unable to separate from the clip. Troubleshooting was performed per IFU but was unsuccessful. It was decided to manually access the gripper lines. When unscrewing the first gripper cap, the clip then separated from the cds. The cds was then able to be removed normally without accessing gripper lines. When the cds was removed, it was observed that one of the gripper lines had failed to separate from the clip. The gripper line was then manually removed by cutting, leaving a small part of it still attached to the clip. A third xtw (lot: 41115r1069) was then attempted to be implanted, but there was significant chordal interaction and posterior leaflet damage and more chordal damage occurred. The clip was caught in the chordae and could not be removed. After deployment of the clip, the clip was observed to have detached from posterior leaflet (single leaflet device attachment (slda)). An additional clip was placed to stabilize the slda. An additional clip was then implanted. A total of five mitraclips were implanted however, the mr remained unchanged.